Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was originally reported that an x-ray showed that the ins was flipped. It was reported that a revision would have to be performed. Additional information was received from the manufacturer representative on (B)(6) 2017 and it was reported that, after reviewing the x-rays, the ins was in fact not flipped. It was reported that the ins was overdischarged. A physician mode reset (pmr) was performed and the ins "woke up." No symptoms or complications were reported.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found that the ins reached eos due to three overdischarge events. Product analysis # (B)(4) : analysis information: 2018-09-28, 09:04:51 cst, pli# 10, product ID# 97714: below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) due to three overdischarges. The ins passed the final functional test on the automated test console. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. After {1} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {3} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. {} due to the reported complaint, a coupling test was performed to verify the ins was obtaining good coupling. Recharging was performed at 0, 1, 2, and 3 cm spacing to monitor coupling {tested the coupling between recharge antenna and ins at body temperature and various spacings. The results were 8 bars coupling at 0 cm spacing, 8 bars coupling at 1 cm spacing, 4 bars coupling at 2 cm spacing, and 0 bars coupling at 3 cm spacing}. The same coupling was observed on a known good ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event is now an adverse event and product problem. Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a manufacturer¿s representative (rep). It was reported the device was dead and had been dead for a long time. A rep stated the device was over discharged for ¿quite a while now.¿ it was stated the battery will be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient needs to get her battery replaced for the second time because it would not hold a charge, and they are planning on a battery and possible lead revision. The patient stated that they keep showing that the leads are okay, and when it did work, it worked great. The patient noted that she was supposed to have it replaced in (B)(6)2017, but she got injured and almost lost her legs, so she spent six months in and out of the hospital. The patient has had multiple mris with the manufacturer representative present because it was not working, totally off, and will not take a charge (over discharge). The manufacturer representatives were able to charge the battery back to get it into MRI mode, but ¿then that¿s all we¿ve got.¿ it was noted that the patient required the assistance of a manufacturer representative to jump start the battery before an MRI in october and again in (B)(6)2017. There were no further complications reported or anticipated.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was experiencing difficulty charging. There were no coupling bars reported. X-rays were taken of the stimulator. The caller planned to meet with the patient to try a different recharger. No patient symptoms or further complications were reported as a result of this event.